Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufactured between november 11, 2019 to november 12, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not flow due to an obstruction. This issue was identified during patient infusion with 50 mg cisplatin. There was no patient injury or medical intervention associated with this event. No additional information is available.